Manufacturer narrative:
Additional manufacturer narrative: the subject device has not been returned to edwards for evaluation. Pathology department at the hospital indicated that the device was discarded and never received by pathology. Furthermore, it is noted that the device was taken out in pieces at the time of explant, due to the adhesions to the surrounding tissue. Therefore, without device evaluation, the type and nature of this report cannot be conclusively confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Echocardiography imaging cds were requested from the hospital, in order to evaluate the valve performance in vivo; however, it has not yet been received. Additional information will be reported once received. The available information indicates nothing to suggest a device quality deficiency that may have caused or contributed to this event. However, a conclusive root cause for this explant cannot yet be determined.

Event description:
Patient contacted edwards via email and phone, and reported that his/her mitral pericardial bioprosthetic valve was explanted after 1 year of implant, and replaced with another edwards porcine bioprosthesis. Records indicate the patient was diagnosed with severe mitral regurgitation, through the leaflets of the valve; i.e. Central jet. Implant operative report of (B)(6) 2011 indicates, " the [native] mitral valve was exposed. The posterior annulus was very heavily calcified ... The anterior leaflet was excised. The posterior leaflet was left in place ... The [subject bioprosthetic] valve was lowered into place and those sutures were tied. A dental mirror was used to be certain that no sutures were looped around the post of the prosthetic valve ... After adequate warming, the patient was weaned from cardiopulmonary bypass without difficulty. The patient had excellent hemodynamics." Progress note of (B)(6) 2012, 1 month post surgery, indicates " patient is doing very well from a surgical standpoint. She denies any pain or shortness of breath. She has been walking frequently without difficulties. Appetite is good. Difficulty sleeping due to her extremity tremors that she has had for the last 3 months ... She is alert and oriented. Heart: regular s1, s2, no murmur auscultated." Explant operative report of (B)(6) 2012 indicates, "the [subject] mitral valve was inspected. There was good seating of the valve to the annulus. There was no evidence of perivalvular leak. There was no evidence of infection. The leaflets did not meet. Specifically, there was no sutures around any of the posts of the valve. The valve had to be taken out in pieces because of the adhesions to the surrounding tissue. The annulus was cleansed of all pledgets and debrided of all tissue." No echocardiography imaging was provided despite attempts with the healthcare provider. Patient's family was contacted by an edwards clinician, who was informed that the patient is currently doing fine, out of the hospital, transferred to rehab.